Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device had an interrupt in power while in use. Pt stated noticed, the infusion device screen was blank, but when pressed a button nothing came on. Pt was unsure of how long this had been occurring, but had rising blood glucose levels. Pt was unable to comment on what the blood glucose level was. Pt reported removing the battery for 5 minutes, placed it back into the infusion device and everything was working as intended. Pt stated event occurred 5-6 days ago and has changed the battery and battery cover since the event. Pt reported, there was no alarm prior to the infusion device shutting off. Had pt check history alarm; there was no alert or alarm for battery low or battery depleted. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.